Manufacturer narrative:
The devices involved in the event will not be returned for evaluation.(B)(4).

Event description:
During the procedure, it was reported that the two implant coils could not be detached. There were no attempts made to detach the implant coils with the manual method (an alternative detachment method presented in the instructions for use).no patient injury was reported as a result of the procedure.same event as MDR# 2029214-2013-00931.